Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device had not been working lately because it was not controlling the patient¿s bladder symptoms. The patient wore depends, was wetting themselves, and had trouble controlling urine. The patient stated that the device had been working so well for them but at the time of report it was not. The patient noted that they had pain at the implant site that ran down their leg and it hurt so bad. The patient wondered if this was related to their device and noticed that the pain issue went away when they had the device off for a period of time. The patient noted that they had received an MRI and after felt like the pain issue started, so they were wondering if the MRI caused an issue with the implant. The patient noted that they wanted their healthcare professional (hcp) to replace the implant because it had not been working right since but when the hcp looked at their implant they did not do anything about it. The patient noted that they could move the implant around and that they had previously increased stimulation on program 3 to 1.7 on the day of report. The patient stated that they had felt stimulation but did not feel stimulation at the time of report. The patient noted that they had falls occasionally and that they had fallen on their implant before but did not remember when, but it was prior to the pain at implant issue. The patient was advised to follow up with their healthcare professional (hcp) if the problem did not resolve.